Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 440 mg/dl. The customer treated with insulin pens. The insulin pump also received insulin flow block alarm and it was resolved by complete set change. The customer continued troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.